Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer was advised by the ge healthcare service representative to replace the flow sensors. The flow sensors were replaced, and mechanical ventilation was able to continue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer was advised by the ge healthcare service representative to replace the flow sensors. The flow sensors were replaced, and mechanical ventilation was able to continue.

Event description:
The hospital reported bellows got stuck in mechanical ventilation during use. There was no report of patient injury.

Manufacturer narrative:
Additional information was received on (B)(6) confirming that the unit continued to mechanically ventilate and alarms were functional. Therefore, this event is now deemed not reportable. The unit did alarm notifying the user that tidal volume (vt) was not obtained. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Additional information was received on (B)(6) confirming that the unit continued to mechanically ventilate and alarms were functional. Therefore, this event is now deemed not reportable. The unit did alarm notifying the user that tidal volume (vt) was not obtained. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question.